Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of aneurysm enlargement and endoleak identification remains unknown, the date received by manufacturer is being used as an estimated date of event. Device information: device lot/serial number was requested, but is unavailable. If implanted, give date: date of device implant was requested, but is unavailable. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. Attempts were made to obtain the device lot/serial number, and the lot/serial number was unavailable. No device history record review was able to be completed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On an unknown date, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses at another medical institution. On an unknown date, aneurysm enlargement and a type ii endoleak were observed. On (B)(6) 2020 a laparotomy was performed to treat the type ii endoleak. The device remains inside the patient. No additional information was available. The patient tolerated the procedure.